Event description:
According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Additional information received confirmed the product ID of the reported device to be that manufactured by another facility. This event has been reported under (B)(4). No further information will be submitted under this manufacturing report number.

Manufacturer narrative:
(B)(4).